Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between the patient line and luer transfer set had come loose during peritoneal dialysis therapy. This event occurred during drain two of four while the patient was connected. The technical service representative (tsr) advised the patient to start therapy over with new supplies. The tsr reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.